Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.

Manufacturer narrative:
H3: other (code unspecified, describe in h10): device was not returned. Based on additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bone/wound infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device met specifications before patient placement. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bone/wound infection is related to the activ.a.c." Ion progress" remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. The patient has a significant history of comorbidities including osteomyelitis. A device evaluation for the activ.a.c." Ion progress" remote therapy monitoring system is pending return of the device. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.¿ therapy should be discontinued. Precautions: the v.a.c.¿ therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Osteomyelitis: v.a.c.¿ therapy should not be initiated on a wound with untreated osteomyelitis. Consideration should be given to thorough debridement of all necrotic, non-viable tissue, including infected bone (if necessary), and appropriate antibiotic therapy. Protect intact bone with a single layer of non-adherent material.

Event description:
On (B)(6) 2021, the following information was reported to kci by the family member: on 1 (B)(6) 2021, the patient is reportedly in the hospital and is pending results to determine if wound is infected. On (B)(6) 2021, the following information was provided to kci by the family member: the patient is still in hospital. The results of the culture allegedly came back positive for bone/wound infection, and the patient was placed on antibiotic therapy and underwent a surgical procedure. On (B)(6) 2021, the following information was provided to kci by the visiting nurse association assistant: the patient has declined nursing visits. No additional information available. A device evaluation for the activ.a.c." Ion progress" remote therapy monitoring system is pending return of the device.